Manufacturer narrative:
(B)(4). Batch m9091e. The device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device and not returned with the device. In addition the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Because the jaw was partially detached not all mechanical test could be performed. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that prior to an unknown procedure, it did not work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.